Event description:
It was reported that the device was found to be in back-up vvi mode while still in the box. The device was not used.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported backup vvi could not be determined.